Event description:
It was reported that the patient developed a urinary tract infection which may have resulted in a lack of therapeutic effect.

Manufacturer narrative:
Lead model 3093-33, (B)(4), implanted: 2011 (B)(6), explanted: unknown.

Event description:
Additional information received reported the patient had been on program 1 for about the past three weeks per a manufacturer representative's recommendation, but had not gotten any therapeutic relief. Stimulation was at 6.7 volts. The patient was instructed to switch to program 2, and was told she could also try programs 3 and 4.